Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date, detail of product: item # 0100010816,, item name alpha insert, pe, hooded, pp/32 lot # 2338219. Item # 4272, item name allofit-s alloclas shell 66/pp, lot # 2542342. Item # 0100402065, item name revitan, proximal part, cylindrical, uncemented, 65, taper 12/14, lot # 2614455. Item # 173207, item name sulox, head, l, 32/+3.5, taper 12/14, lot # 2610463. Item # 430107035, item name 35 mm length x 6.5 mm ti fully threaded cancellous bone screw, lot # unknown. Item # 430107040, item name 40 mm length x 6.5 mm ti fully threaded cancellous bone screw, lot # unknown. Item # 430107050, item name 50 mm length x 6.5 mm ti fully threaded cancellous bone screw, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim for unknown reason. The patient had an infection history in 2011, before the implantation of the zimmer biomet devices.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Corrected information are filled in the following fields: please void the report 0009613350-2018-00993 and all associated reports (included this one) because they are duplicate of the report 0009613350-2016-01381 (and associated). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was found that this complaint (B)(4) is a duplicate of (B)(4) . Therefore (B)(4) will be set to not-a-complaint. Patient name, item and lot numbers are identical. In (B)(4) no event detail, respectively no information concerning any product failure has been reported. The only available information was, that there is a legal case ongoing. This information will be added to (B)(4) . Please void the report 0009613350-2018-00993 and all associated reports (included this one) because they are duplicate of the report 0009613350-2016-01381 (and associated).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Additional information was received and is filed in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).